Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she woke up with high blood glucose of 425 mg/dl and received a no delivery alarm. Customer's blood glucose at the time of the phone call was 395 mg/dl. The line was disconnected and troubleshooting called back but the customer did not answer the call.